Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient experienced severe and persistent pain occurring continuously during the day and night, resulting in significant functional impairment. The pain led to a substantial decrease in quality of life and inability to perform normal daily activities, including walking, driving, dressing, personal hygiene, and independently getting out of bed. The patient was unable to work and reported difficulty caring for a dependent child due to the condition. The patient reported associated symptoms including significant abdominal swelling and episodes of anal bleeding. Further diagnostic investigations, including a colonoscopy and exploratory fibroscopy, were planned; however, the patient reported physical exhaustion and psychological distress, resulting in postponement of additional invasive procedures. Despite ongoing medical management, including physiotherapy, topical analgesic treatment, opioid pain medication, and antidepressant therapy, the patient reported no improvement. The condition was described as progressively worsening. Additional ongoing symptoms included chronic fatigue, recurrent illness, abdominal distension, nausea, headaches, back pain, and frequent urinary urgency. The overall clinical course was described as prolonged and debilitating, characterized by persistent symptoms and repeated medical consultations without resolution.